Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 4 or pump error 67 noted during test. Verified the pump alarmed pump error 4 in the pump history download on (B)(6). 2019 1:48:29 pm and pump error 67 (line number 5619 file number (B)(4). ) in the pump history download on(B)(6). 2019 1:48:31 pm due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis. Unit successfully download to thus. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded battery tube, corroded electronic assembly, scratched case, pillowing keypad overlay, cracked case above the arrow and battery cap icon, and cracked retainer. The p-cap/reservoir does lock properly. The pump history downloaded confirmed the pump alarmed pump error 4 and pump error 67 due to moisture damage to the pcb1 board and pcb2 board. Confirmed moisture damage to battery tube, pcb1 board and pcb 2 board during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer received pump error 4 (the motor arm cannot communicate with the main arm), pump error 67 (error occurred while writing external history and trace flash) and moisture damage. Troubleshooting was performed and no harm requiring medical intervention was reported. The product was returned for analysis.